Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. It was noted that the ipg was displaced in the pocket. The patient underwent a pocket revision procedure. The patient was reportedly doing well post operatively.